Event description:
A resolute integrity drug eluting stent was implanted in a patient. The patient presented with acute non-st-segment elevation myocardial infarction. A left and right coronary angiography showed that the coronary arteries were balanced. No obvious stenosis was found in left main (lm). There was 98% stenosis was found in the proximal and middle segments of left anterior descending artery (lad) with a thrombolysis in myocardial infarction (timi) blood flow grade of 3. There was 50% stenosis in the proximal segment of left circumflex (lcx) with timi blood flow grade 3. No obvious stenosis was found in right coronary artery (rca) with timi blood flow grade 3. The decision was made to perform a percutaneous coronary intervention pci treatment on lad. 3000 units of heparin was added, and an ebu 3.5 guiding catheter was used to reach the left coronary opening. A non-medtronic guidewire was selected to pass through the lcx to the distal end for anchoring. In order to increase the ability and safety of the guidewire to pass through the stenotic lesions, a non-medtronic guidewire was selected to pass through the lad to the distal end under the support of a microcatheter. A non-medtronic 2.0×15mm balloon and a high-pressure mastoid balloon 2.5×12mm balloon were used to pre-dilate the middle and proximal lesions of the lad at 12atm for 5 seconds 2 times and at 8atm for 5 seconds 1 time, respectively. A medtronic resolute integrity 3.0 x 30mm stent was implanted in the stenosis of the proximal and mid-segment lesions of the lad and deployed at 12atm for 5 seconds. There was no issues noted during stent deployment and the stent was fully expanded. The review angiography showed that blood flow did not recover and no reflow occurred after surgery. Tirofiban and sodium nitroprusside were injected intravenously into the coronary artery. Repeated angiography showed good stent adhesion and timi grade 3 blood flow. After the surgery, the possible causes of the no reflow were analyzed. It was believed that issue could be due to the patient that was in the acute phase of the disease with microthrombi in the blood or reperfusion injury, the selected stent was too long, preoperative antithrombotic treatment was insufficient or due to individual factors. It was stated that it was possible that the no reflow event was directly related to the use of the resolute integrity device. The patient recovered and was discharged from hospital.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis: three still procedural images were provided for review. Two of the images show no flow in the lad the third image shows stent deployment. The images do not provide cause of why there was no reflow post stent deployment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.